Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A doctor reported that during the phaco procedure, the doctor noticed that the capsule was still attached at the 3:00 anterior capsular edge that caused an anterior radial tear.